Event description:
Customer was contacted through the outreach program about issues he was having with his sensors. The sensor glucose readings and blood glucose levels were at least fifty percent or more off from each other. He wore the last sensor for two to three days and had to remove it due to a calibration error. He described instances where the sensor was showing double arrows down and he would verify and be within range. An hour later, he would see double arrows going up and he would verify and be fine. Calibration errors were explained to customer. He was advised to call when the discrepancy issue occurs to trouble shoot. Customer's blood glucose at the time of the call was 115 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.